Event description:
It was reported that the patient intended to announce a meal but unintentionally navigated to the fill tubing function and pressed and held to initiate a fill while connected to the infusion set, resulting in an unintended insulin delivery of approximately 1.7 units; the agent guided the patient to exit the screen and advised skipping the meal announcement, and no alerts or alarms occurred. Symptoms included no reported change in blood glucose. Outcomes included no reported injury, no reported hypoglycemia or hyperglycemia, and no hospitalization. Investigation included customer support troubleshooting and user education on proper navigation and avoiding fill while connected. Investigation of this case revealed user-induced unintended activation of the fill function while connected, consistent with use error and not indicative of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device navigation.